Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.25x12mm nc trek balloon dilatation catheter (bdc) was unpackaged for use. During preparation, the stylet would not come off. The device was not used and there was no patient involvement. There was no clinically significant delay and the procedure was completed with a new same-sized nc trek bdc. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficult to remove was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, additional information received indicates the stylet was eventually removed with great difficulty.